Manufacturer narrative:
The manufacturer did not receive devices, as the patient has not been revised. X-rays, or other source documents were not provided for review. As no lot numbers were provided for the devices, the device history records could not be reviewed. A cause for this specific event cannot be ascertained from the information provided. As soon as additional information become available and/or an investigation result be available, an amended medical device report will be submitted. (B)(4).

Event description:
It was reported that the patient wad implanted an avenir mueller, stem, standard, uncemented, ha, 3, taper 12/14 in (B)(6) 2016 on the left side. It was reported that during 30day follow-up, x-rays showed a stem subsidence with a minor calcar fracture. The patient has no alleged pain or mobility issues, and the surgeon has decided not to revise the patient unless new issues arise. Note: since the occurrence date is unknown, was left empty.

Manufacturer narrative:
A technical investigation was not possible to perform, as the devices were not at hand for investigation. However, based on the available information the investigation is conducted with outcome as follows. Device history records (DHR) review results: the DHR check could not be performed as the lot number was not available. Trend analysis no trend identified. Event summary it was reported according to the received per that the surgeon implanted an avenir stem on left hip of the patient in (B)(6) 2016. Immediate post-op radiographs showed satisfactory stem sizing, positioning, and alignment, with no evidence of femur fractures. The 30 day post-op radiographs were taken as part of normal follow up procedure and it is found out that the stem subsided along with a minor calcar fracture. Patient has no alleged pain or mobility issues, so the surgeon decided not to revise the patient unless new issues arise. It was also stated that the reason for the subsidence might be the poor bone quality, stem undersizing or a missed intra-op fracture that was not seen on post-op x-ray. The surgeon was mentioned to use a tableless direct anterior approach and takes intraoperative x-rays with a c-arm. Review of received data - 4 radiographs including pre/intra/post-operation were received. There are no dates indicated on most of the x-radiographs. However it is possible to understand relative timing of them due to the stem position. Assumed immediate post-op lateral radiographs show the implanted thr fixated by 2 screws. Stem positioning is observed to be acceptable. However, it is observed that the stem seems to be rather slightly loose medially in the proximal anchoring zone compared to a tighter contact with the femoral corticalis laterally. The ap view x-ray dated (B)(6) 2016 presents the thr on left side 1 month after the implantation. The stem is observed to have subsided. Moreover, a calcar fracture in the lesser trochanter is visible. Devices analysis: no product was returned to zimmer biomet for in-depth analysis. Review of product documentation: - the surgical technique for avenir mueller stem explains the correct implantation procedure. On page 5, it is stated as "on the ap x-ray (fig. 2), select the femoral template size that will best: restore the correct offset, equalize the leg length, fit the femur. The femoral template should be in line with the long axis of the femur and in a neutral position. The proximal tip of the prosthesis and the tip of the greater trochanter are suitable reference points for determining the height of the final implant." Root cause determination using dfmea - aseptic loosening migration of stem short and long term due to wrong handling of the stem, splitting of femur due to surgeon does not comply to surgical technique (early stability). => possible: the contact of the stem with the femoral corticalis on the proximal zone medially and medial zone distally are seen to be not equal, resulting in a stress unbalance. - damage of bone due to high load due to insertion or revision / explantation. => possible: the high force applied during the insertion of the implant might have led to the excessive stress on the lesser trochanter zone. Conclusion summary: one month follow up of the left thr showed that the stem subsided. Possible reason can be the stress unequality as indicated in the root cause analysis. A possible non-observed minor fracture on the lesser trochanter during the implantation surgery then might have subsequently led to the breakage of the bone under a compressive stress. However, based on the given information and the results of the investigation, we were not able to identify a specific root cause for this issue. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. Zimmer¿s reference number of this file is (B)(4).